Event description:
(B)(4). Event occurred in the (B)(6). The patient had issues with 3 sets from the box as the sets detached at the quick release point. The patient had 5 sets left, also had an unopened box of the same batch. The insertion was at the abdomen and the pump was located on the same side. The sets were in place for varying times. Reportedly, the infusions were not stored in an environment with extreme temperature. There was no stress placed on the tubing and the pump was not dropped with the set connected. No further information available.